Event description:
(B)(4) received notice regarding the incident from the enduser's daughter, involving a shower chair, a product imported and distributed by (B)(4). The enduser was using the shower chair after having hip surgery, when the entire front portion of the chair allegedly broke off and cracked. The enduser was taken to the emergency room and had to get staples put in on his hip. Due to lack of product information, we are unable to identify the manufacturer of the product. This report is based on the information provided by the enduser's daughter.